Manufacturer narrative:
Device passed prime/compromised force sensor system, excessive no delivery alarm and displacement test. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed multiple no delivery alarms even after a set change. Customer's blood glucose was 470 mg/dl. Customer's mother mentioned the insulin was coming out slower than usual. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.